Manufacturer narrative:
Please refer to emdr report number 2124215-2024-35208 for additional MFR narrative details.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and recorded a battery depletion (bd) error. It was noted the estimated remaining battery longevity was 29%. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: further investigation determined complaint 18329369 is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 2124215-2024-35208) regarding any additional information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and recorded a battery depletion (bd) error. It was noted the estimated remaining battery longevity was 29%. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.